Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose of up to 350 mg/dl, bent cannulas, and insulin leakage while using the infusion sets. His normal blood glucose level is 200 mg/dl. He treats elevated blood glucose by increasing his sensitivity factor and his carb ratio per his physicians advice. He stated the cannula is bent in the middle when removed and he believes the cannula may not have been inserted in his body or did not stay in his body after insertion. He stated he experienced discomfort at the infusion site and noticed wetness around the headset adhesive. He used his stomach and lower back as an insertion site. He did not have any issues while using his lower back. The pt did not require treatment from a health care professional or second party to address the issue. The infusion sets were requested to be returned for eval.